Event description:
It was reported that the customer was getting no delivery alarms on and off for the past two weeks. The customer's blood glucose reading at time of the call was 18.5 mmol/l. The customer treated his glucose level with 3.0 units of insulin. Troubleshooting was performed. Ran a fixed prime test and the piston kept going and emptied the entire reservoir. Also, the device alarmed no delivery. The reservoir was changed and the piston kept going, emptied the reservoir, and the device alarmed for a second time. Ran a displacement test and the device failed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.